Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporated did not evaluated the device, however the lcd display was returned and the customer's report was not replicated or confirmed. The display was put through testing without duplicating the report. The customer did not indicate any additional issues since replacing the lcd display. Analysis of reports of this type has not identified an increase in trend.